Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported over delivery and experienced hyperglycemia with a blood glucose value of 30 mg/dl at the time of the event. The customer was admitted in the hospital. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump system within 48 hours and the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 27-feb-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 27-feb-2023 listed on smartsolve. Daily total of all insulin delivered: (B)(4). Daily total of basal insulin delivered: (B)(4). Daily total of bolus insulin delivered: (B)(4). In further full review of the pump history/traces on the event date of 26-feb-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 26-feb-2023 listed on smartsolve. Daily total of all insulin delivered: (B)(4). Daily total of basal insulin delivered: (B)(4). Daily total of bolus insulin delivered: (B)(4). (B)(6) 2023 09:15:51.000 normal bolus delivered (220) bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 43750 (4.375 u). Bolus amount delivered: 43750 (4.375 u). (B)(6) 2023 10:13:27.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolu. Normal bolus amount programmed: 7250 (0.725 u). Bolus amount delivered: 7250 (0.725 u). (B)(6) 2023 10:18:13.000 normalbolusdelivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amountp rogrammed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u). (B)(6) 2023 10:23:07.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3000 (0.3 u). Bolus amount delivered: 3000 (0.3 u). (B)(6) 2023 10:33:11.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 4000 (0.4 u). Bolus amount delivered: 4000 (0.4 u). (B)(6) 2023 10:38:07.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). (B)(6) 2023 10:48:13.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3750 (0.375 u). Bolus amount delivered: 3750 (0.375 u). (B)(6) 2023 10:53:05.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 27-feb-2023/26-feb-2023 in the formatted history file.  Lost sensor1 alert (780) was recorded and found in the formatted history file on: 02/19/2023 17:46:00.000, 02/27/2023 12:47:00.000. Lost sensor2 alert (781) was recorded and found in the formatted history file on: 02/22/2023 12:43:00.000. Sensor signal not found (796) was recorded and found in the formatted history file on : 02/22/2023 13:16:00.000 .sensor error alert (801) was recorded and found in the formatted history file on: 02/20/2023 15:39:44.000, 02/20/2023 16:14:44.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 20-feb-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 02/19/2023 08:06:00.000, 02/19/2023 08:06:00.000. Replace battery alert was recorded and found in the formatted history file on: 02/19/2023 17:37:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 02/19/2023 18:08:00.000. Insert battery alarm was recorded and found in the formatted history file on: 02/19/2023 18:10:51.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date 20-feb-2023. Earliest power data available per the power management tool/detail trace file is on 27-feb-2023 at 2:51:59 am. There was no power data available for the date of 19-feb-2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and insert battery alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. The pump was received without a battery cap installed. The pump was received without a battery installed. Force sensor zero offset within specification (22.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Sensor anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.